Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 96 mg/dl. The customer stated that he replaced the battery and got an alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.